Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak that was visually observed leaking from the dialyzer header. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Concomitant medical products: added fresenius 2008t machine and fresenius bloodlines as concomitant products. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. Coagulated blood was noted within the header on both the cavity and non-cavity ID end of the dialyzer. Additionally, blood was observed between the threading of the screw flange on the dialyzer's cavity ID end. The sample was subjected to a laboratory leak test. No leak was observed during external leak testing (possibly due to the presence of coagulated blood within both dialyzer header caps.) The dialyzer was then deconstructed for further evaluation. The dialyzer was confirmed to be assembled correctly and no damage or defects were noted. The o-ring (located beneath the header cap) was inspected and noted with damage. Under magnification (x30), a gouge measuring approximately 2.60 mm in length was noted on the o-ring (located on the side of the o-ring seated against the polyurethane [pu] potting surface). A production records review was performed on the reported lot. The production record review revealed there was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.